Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patients rhythm occasionally beat simultaneously in the atrium and ventricle, the rhythm was diagnosed as vt. Svts were also being detected as vt. Program changes were made. The patient was asymptomatic.